Event description:
Philips received a complaint from the customer on the v60 device indicating that the touch screen does not calibrate. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00122. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. Bench replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a product investigation ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. The touchscreen flex circuit failed the required resistance testing. The high out of specification resistance results are the reason for the touchscreen's misalignment issue and the reason for the confirmed touch screen accusation.